Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer, healthcare provider (hcp) and a company representative regarding a patient who was receiving duramorph (morphine) 2mg/ml; 0.69995mg/day via an implantable pump for non-malignant pain. The date of the event was (B)(6) 2015. It was reported that in (B)(6) 2015 the patient experienced their skin being raw and rubbing over the pump in the abdomen. No notable skin change occurred. The physician diagnosed a flipped pump. On (B)(6) 2015 a pump pocket revision was done and the pump was flipped. The pump revision was due to weight loss. There was no malfunctioning pump. The physician used a dacron pouch to secure the pump to the pocket.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the health care professional (hcp) on (B)(6) 2015. The patient's medical history includes degeneration of lumbar or lumbosacral intervertebral disc, arthrodesis status, chronic pain, diabetes mellitus, asthma, mitral valve prolapse, fall, thoracicor lumbosacral neuritis or radiculitis (unspecified), and pain the thoracic spine. The patient's concomitant medications were listed as deltasone, vitamin d, oral baclofen, norco, cinnamon, vitamin e, systane, advair, duo-neb, zantec, colchicine, epipen, voltaren, valium, elavil, red yeast rice, vitamin b-12, biotin, caltrate, flonase, gelnique, and singulair. It was noted that the patient was allergic to bee venom. The pump logs show that the pump was used to infuse duramorph (morphine) 2.0 mg/ml and the dose was increased from 0.5995 mg/day to 1.1105 mg/ml on (B)(6) 2015. On (B)(6) 2015 the patient rated their back pain at 5/10. They had come to the office for post op follow up and wound check. The steri strips were changed and the wound was intact with no erythema, drainage or edema. The wound was healing as expected and the patient was to continue antibiotics for seven days and return in two weeks.

Event description:
At the patient's next post op follow up appointment on (B)(6) 2015 the patient continued to rate their pan at 5/10. It was noted that the steri strips were changed and the wound was intact with no erythema, drainage or edema and the patient was to return again in two weeks.